Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone a radiation treatment, post procedure check of device it was noted that the pulse generator exhibited backup vvi mode. Upon interrogation twice the device failed, finally the third time the device interrogation was successful, the programmer restored the device on its own. On (B)(6) 2016, the patient came in for another radiation treatment and the device reverted to backup vvi mode. The merlin programmer was turned off and on, interrogation was successful after a few attempts. No patient symptoms were reported.